Event description:
The pt underwent an ascending aorta substitution. The involved graft was initially used for extracorporeal circulation, connected to the heart-lung machine for perfusion. During this step, the graft was reported to bleed excessively. The graft was subsequently used for the replacement of one of the supraaortic branches and remained implanted. No pt injury was reported.

Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to the procedures and no anomaly was found. Specifically, the review of the water permeability testing of twenty-four products coated on the same day and under the same conditions as the complaint device indicates values well within product specifications. One retention sample coated during the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.